Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge dropped from 40% to 5% while connected to a power source. Reportedly, the pump made a continuous high-pitched noise and the pump screen went black. When the pump screen came back on, a malfunction alarm was declared. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.